Manufacturer narrative:
Siemens healthcare diagnostics inc. Investigation could not determine the cause of the discordant high prothrombin time (pt) / international normalized ratio (inr) patient result that was generated on the cs-5100 analyzer. No other patient results were impacted. The discordant high pt / inr patient result was most likely caused by sample specific peculiarities or pre-analytical handling. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high prothrombin time (pt) / international normalized ratio (inr) patient result was generated on the cs-5100 analyzer with dade innovin pt lot 539391. The initial patient result generated a pt of 56.5 seconds (pt% 9.1) and an inr of 5.46. These results were not reported to the physician. The user repeated the same sample on the same system four more times and generated the following results: (B)(6). Results obtained with thromborel s were as expected. There was no known impact or adverse health consequence to the patient due to the discordant high pt / inr result since the initial result was not reported to the physician.